Event description:
Caller states the patient tested 1.2 inr on the coaguchek xs plus system using a fingerstick and 2.2 inr on a comparison lab using a citrate tube. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).